Event description:
It was reported that this pacemaker system recorded high out of range pacing impedance measurements on this right ventricular (rv) lead. The health care professional (hcp) called for assistance with programming this system into magnetic resonance imaging (MRI) protection mode. Technical services (ts) informed this is a non-conditional system due to the high impedance measurements and programmed the device. After the MRI was performed, this system was removed from the MRI protection mode. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this pacemaker system recorded high out of range pacing impedance measurements on this right ventricular (rv) lead. The health care professional (hcp) called for assistance with programming this system into magnetic resonance imaging (MRI) protection mode. Technical services (ts) informed this is a non-conditional system due to the high impedance measurements and programmed the device. There is no information that suggest that an MRI was performed. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to correct field b4: describe event or problem, section b and field h6: device codes, section h.